Manufacturer narrative:
Patient identifier: requested, not disclosed. Age & date of birth: requested, not disclosed. Patient sex: requested, not disclosed. Weight: requested, not disclosed. Ethnicity: requested, not disclosed. Race: requested, not disclosed. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the arteriotomy locator became disconnected from the device sheath when it was inserted. The event occurred when the angio-seal device was attempted to be used to close a right common femoral arteries puncture. This made it difficult to locate the arteriotomy. An attempt was made to try to reseat the arteriotomy locator into the sheath; however, the operator could not get them to click together. The patient was in stable condition. The closure was not successful, however, there were no further issues. There was no patient injury or surgical intervention required. No equipment or other device were used with the product involved. Additional information was received on (B)(6) 2023: hemostasis was achieved by holding manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for an assembly issue. The exact root cause was unable to be determined. The likely cause was determined to have been incomplete component assembly due to insufficient force. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).